Manufacturer narrative:
Field service was on sit to inspect the unit. The problem was not duplicated. Inspection of the wires and connections, all seemed fine. The power supply was removed and sent in for inspection. The DHR review is complete with no anomalies noted. Further investigation is underway.

Event description:
The user facility in spain reported the unit has switched off several times by itself. No issues with the patients, only waiting to restart the system.

Manufacturer narrative:
Evaluation complete: the evaluation revealed the pcb inside the module failed due to expected wear/deterioration. Bl2350 is an obsolete module and no longer manufactured. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Bl2351 is the current and active power supply module.